Event description:
In 2008 at 5:00 pm, the patient's co-worker found the patient unconscious and called an ambulance. The patient's blood glucose measured 80 mg/dl at the hospital and he was treated in intensive care for 6 hours. The patient reviewed the bolus history of the infusion device and found two boluses of 8 units were delivered within 20 minutes of each other. The patient only remembers programming one bolus of 8 units. The patient's normal blood glucose level is 150 mg/dl. No further information is available. The product was requested to be returned for evaluation.